Manufacturer narrative:
(B)(4). Report source: foreign- poland. Reported event was confirmed by review of pictures. Visual examination of the provided photo identified the anchor has fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during arthroscopic surgery in the shoulder joint, the anchor broke while screwing into the humerus. No adverse event has been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.